Event description:
It was reported that the patient with this implantable neurostimulator (ins) presented in the office for reprogramming due to complaints of bladder symptoms not being adequately controlled and discomfort at the implant site. During the visit, open impedances were identified on three of the four electrodes. Manipulation/twiddling of the implant area was observed, raising concern for possible device rotation and associated lead issues. X rays were ordered by the physician. Previously, five reprogramming attempts had been performed due to reported loss of therapeutic effectiveness for urinary retention symptoms; however, no red indicator light or impedance issues were reported during those attempts. The patient subsequently underwent a surgical procedure during which the lead was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Block d2b: additional pro code: qon. Block g4: additional PMA number: p190006.